Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system has delivered inappropriate shock therapy due to t-wave oversensing, under alternate vector configuration. Some undersensed signals have been noticed previously on the s-ICD system, but technical services (ts) has explained to be of normal device behavior. An analysis and reprogramming recommendations were requested. Ts recommended not reprogramming the s-ICD system as the oversensed event shows a double counting of a wide complex rhythm that could be considered a real ventricular tachycardia. This type of oversensing is not considered a malfunction due to the system sensing algorithm. This implantable electrode remains in service and no additional adverse patient effects were reported.